Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the tip of the electrode and the insulation was broken off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known.

Event description:
It was reported that the tip broke. Broken pieces were left inside the patient and a revision surgery was completed the next day to remove all broken pieces.